Event description:
A report was rec'd in 7/2001 by ciba vision that a memorylens had been implanted in the pt's right eye in 2001. There were no problems reported during surgery, and the cornea was clear immediately post-op. The pt's dr reported that the pt came back in for the pt's one day post-op exam on the event date, the cornea was cloudy, and there was acute corneal decompensation which the dr described as "severe". At the pt's last visit the following month, the pt's prognisis was reported as "excellent" and the pt's condition was stable; the problem had resolved all right. The reporting dr felt that this incident was lens related at the time of the initial report. Ciba vision's medical monitor contacted the reporting dr, and after consultation, both the medical monitor and the reporting dr believed that the cloudy cornea was not lens-related, although they were not sure what may have caused the event. The pt's problem had been resolved at the time of the telephone conference.